Event description:
It was reported to boston scientific corp that a ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, after advancing the tome through the endoscope, the cut wire failed to bow. The procedure was completed with a different MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - won't bow. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).